Event description:
The reporter indicated the surgeon a 13.2mm vicm5_13.2 implantable collamer lens of -9.0 diopter was found broken while removing it from vial. There was no patient contact. Another identical lens was implanted on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Device evaluation - lens was returned in vial dry and residue/debris on product. Visual inspection found optic and haptic torn and debris through the lens. (B)(4).